Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported their insulin pump was not turning on after the alarm occurred. Customer's blood glucose was 322 mg/dl at the time of the call. Troubleshooting for a battery out limit alarm that the customer also received could not be completed as the customer was disconnected from the call. No additional information provided.